Manufacturer narrative:
H10: a device service history review has been performed and identified that the cp5 control panel was manufactured in 2018 and no other similar event has been reported. The affected part was returned to livanova deutschland for a detailed investigation. Technical safety inspection and 12 hours run test were performed; a clear of the non volatile memory (nvmem) was not possible. The following parts were replaced: led display touchscreen computer board flashed to a new software version ribbon cable and flat ribbon cable gasket for lcd touchscreen. The read-out of the involved pump (real-time device parameters and setting recording file) was gathered and analyzed. Can bus connection stop was confirmed on the date of event. Based on the outcome of technical service activity and taking into account the parts replaced, it cannot be ruled out that a temporary failure of the cp5 display interrupted the can bus connection and the pump stopped for this reason.

Event description:
See initial report.

Manufacturer narrative:
H10: livanova deutschland manufactures the s5 system. The incident occurred in united states. Perfusionist reported the cp5 display went blank with a white vertical line. They hand cranked until they were able to get the cp5 display to turn back on, then they finished the case with the cp5. A livanova field service engineer was dispatched to the customer and was unable to duplicate the issue. When testing with the new display it was noticed the flow was fluctuating at 0.00. The flow module was replaced to resolve this. The s5 was updated to latest software version. The s5/cp5 was tested and returned to customer. The serial read out (real time device parameters and setting recording file) of the cp5 pump was collected and will be investigated. The replaced cp5 display will be sent for analysis. A livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that during a procedure, cp5 pump shut down. The customer has hand cranked the pump while rebooting it. After rebooting the cp5 pump was working again and the procedure was completed with no issue. There is no report of any patient injury.